Event description:
It was reported that a malfunction alarm occurred. The customer was instructed to reset the pump to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose.